Manufacturer narrative:
The device was not returned. Attempts were performed to obtain additional information, but no response was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "a case of laryngospasm requiring ventilator management after bronchoscopy". Literature summary laryngospasm is defined as "a condition in which the upper airway defense reflex is abnormally enhanced and the resulting active and sustained adduction of the vocal cords leads to partial or complete airway obstruction" and can occur under conscious, sleep or anesthesia conditions. The pathogenesis of laryngospasm is reported to be the closure of the larynx as a result of reflexes mediated by the internal school of the superior laryngeal nerve, the medullary ciliary laryngeal nerve nucleus, and the recurrent nerve, which are triggered by stimulation of the larynx. Laryngospasm is a common complication in the perioperative period in children, but there are few reports of its occurrence during bronchoscopy, especially in adults. In this report, we describe a case of laryngospasm requiring ventilator management after bronchoscopy for a suspected lung cancer lesion. The following events have been reported in the literature: laryngospasm requiring ventilator management after bronchoscopy (1 patient, 77 years old, male) decreased oxygenation requiring oxygen administration stridor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.